Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states she feels well and requires no medical attention. The customer's expected blood results are 136-150mg/dl fasting. Verified the strips expire 09/22/2017. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 28mg/dl; 40mg/dl; 50mg/dl. Customer called complaining that for more than 3 weeks now the meter have been displaying fasting results in the range of 60mg/dl. Customer explained that because of those low results displayed by the meter she stopped taking her metformin 500mg until she compared the meter to her brothers meter recently and obtained a result of 136mg/dl from his true result device. Concerned customer state that she went to her local clinic and their test resulted at 150mg/dl. Customer is even more convince this morning that her meter is defective after obtaining results of 28mg/dl; 40mg/dl and 50mg/dl. Customer assured that she did not have symptoms of hypoglycemia and declined any need for medical assistance.